Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) using paddles, the device would not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indictae that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.